Manufacturer narrative:
Covidien reference number: (B)(4). No ventilator serial number available.

Event description:
It was reported that the oxygen (o2) sensor failed to calibrate. The ventilator was not in use on a patient at the time of the event.